Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: 2y port IV pump tubing broken at top of channel; IV fluid drained on ground.

Manufacturer narrative:
E.1. (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective/damaged - leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 25013186 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.